Event description:
It was reported that the patient had the entire stimulation system removed and replaced, due to the patient no longer receiving stimulation on the left side. The impedance readings for electrodes 8-15 were greater than 3,600 ohms. It was noted that the lead was tested, after being disconnected from the extension, and the impedance readings remained out of range. Post-operatively, the patient received good parasthesia. No further details were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).